Event description:
Caller states that the customer experienced a hypoglycemic event. Caller attempted to test the customer's blood sugar with the advantage meter, but the meter had no power. Customer was taken to the hospital by a family member, and reading of 25 mg/dl was obtained on the customer on the hospital's meter. Customer was admitted to the hospital and treated with ivs (contents unknown). Customer was released the next day with a blood sugar reading of 65 mg/dl. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.